Event description:
It was reported ((B)(6)) the patient's scs lead was broken during her ipg replacement surgery due to normal end-of-life. As a result, the patient's lead was explanted and replaced. Effective therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was visually confirmed for ¿broken lead.¿ as returned the lamitrode lead was incomplete. The terminal end electrode was broken off from the paddle lead body; consistent with overstress the lamitrode was subjected while implanted in patient body.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.